Event description:
It was reported prior to starting a da vinci surgical procedure, the wire was broken on the curved bipolar dissector instrument. There were no missing or fallen pieces reported. There was no allegation of any harm, injury, or adverse outcome to a patient.

Manufacturer narrative:
The instrument was returned and evaluated. The customer reported complaint was confirmed by failure analysis. The instrument's pitch down cable was frayed at the distal clevis hub. The frayed strands stuck out the wrist. Other cables at the wrist were not damaged. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however the frayed pitch cable if to recur could cause or contribute to an adverse event.